Event description:
Doctor reported pt in hero study experienced pouch dilatation with lab-band ap system removal occurring.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pouch dilation is a surgically/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."